Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons, contamination under misaligned contacts, and a damaged keypad flex. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be torn at the up arrow key. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all key contacts. The up arrow and down arrow key contacts were found to be misaligned, and the keypad flex was also observed to be damaged at the contrast and up arrow key contacts.